Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that care fusion data synchronization service was stopped. The technical support specialist (tss) verified the station and confirmed that the application was down. Tss then rebooted the station, after which the medication application and related services started running normally. Post reboot verification confirmed no errors in the data sync logs and normal operation was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es care fusion data synchronization service was stopped. However, there were no delays or adverse events or injuries reported based on this event.